Event description:
Received information stating that pump is unresponsive. Reportedly, customer's blood glucose level was 293 mg/dl. Customer has taken correction shot.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a follow up report will be submitted.